Manufacturer narrative:
It was noted that the device is not available for evaluation because the device was implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because the device was not returned and no information was received.

Event description:
Surgeon was unable to lock 32mm 10 deg trident poly insert into psl shell despite many attempts. There was no obvious defect to shell or poly insert and no obvious tissue impingement. Surgeon was easily able to lever the insert out when it looked secure. Surgeon asked to use a different size trident insert and a 36mm 10deg trident poly insert was used instead.

Event description:
Surgeon was unable to lock 32mm 10 deg trident poly insert into psl shell despite many attempts. There was no obvious defect to shell or poly insert and no obvious tissue impingement. Surgeon was easily able to lever the insert out when it looked secure. Surgeon asked to use a different size trident insert and a 36mm 10deg trident poly insert was used instead.